Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 41 mg/dl. Reportedly, customer administered manual injections to address a bg of 262 mg/dl. Reportedly, customer ate carbohydrates to treat low bg. Reportedly, customer continued to use pump for insulin therapy.